Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 6 will not open. A field service engineer conducted an inspection of the station and replaced the insep component to address the problem. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station main drawer 6 has encountered a hardware failure and requires maintenance. The user was unable to recover the failed storage unit or replace the cubie. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.